Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. (Expiry date 06/2021).

Event description:
It was reported that during an angioplasty procedure in the arterial anastomosis, the pta balloon was allegedly difficult to deflate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was received for evaluation. The device was inflated and water was seen exiting from the proximal end of the balloon. The fibers were stripped and a partial circumferential rupture was noted on the balloon. Therefore, the investigation is confirmed for a circumferential rupture. The definitive root cause for the circumferential rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the arterial anastomosis, the pta balloon allegedly ruptured. The balloon was successfully removed through the sheath and no further treatment was provided. There was no reported patient injury.